Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The pump was received with no response on the act and down arrow buttons due to corrosion on the keypad traces. No button error alarms noted. The pump also had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 224 mg/dl. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.